Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Three (3) of 6 reports: other mgf report numbers: 9615741-2018-00005, 9615741-2018-00004, 9615741-2018-00012, 9615741-2018-00013, 9615741-2018-00014.

Event description:
Three (3) of 6 reports: the journal of foot and ankle surgery (2018) published ¿evaluation of midterm results of the panta nail: an active compression tibiotalocalcaneal arthrodesis device¿. This study retrospectively identified 19 patients receiving the panta nail during a 4-year period, 6 of the patients experienced delay union requiring revision surgery that consisted of the removal of the proximal locking screws or a bone grafting procedure to yield a successful outcome at the joints in which arthrodesis had been performed.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. As the issue is not linked to the design of the product, no DHR, design specification or design change record will be performed. A review of the current instruction for use was performed. In conclusion, preoperative risk factors of this group are mentioned in IFU and could explain delayed healing and thus revision surgery. Also, since the issue is not linked to the product, no failure analysis will be performed. The root cause is not clearly determined but, physical condition, preoperative risk factors and etiologies of the patients might be reason of delayed union.